Event description:
(B)(4). Event occurred in (B)(6). The patient reported infusion set tubing detachment from quick release part. While she was sleeping, in the morning, she felt that her mouth was dry. She woke up, measured her blood glucose level and noticed it was high. She checked the infusion set and noticed that infusion set was detached. She had the same problem almost 2 years ago. No further information available.